Event description:
It was reported that the patient received several shocks in vf zone without being effective. Episodes provided were reviewed and showed patient in af with rapid ventricular condition. During interrogation, the device was found in back up vvi mode. The patient was admitted into the hospital and a magnet was placed over the device. The patient expired during the night. The cause of death is unknown. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported backup vvi was verified in the laboratory. Stored egms revealed the device delivered several therapies in a short period of time, depleting the battery. The device recorded 55 episodes on(B)(4) 2012 for tach a, tach b, and fib. No noise was observed on egms. During analysis, the device charged and delivered high voltage as programmed. No high current was detected. Device functionality was normal.